Event description:
Interfuse devices were inserted at levels l4-l5 and l5-s1 disc spaces on (B)(6)2010. Patient did well in early post op course. Patient returned with recurrence of back and leg pain in (B)(6) 2010. Images taken indicated migration of two of the interfuse segments at the l5-s1 location causing moderate to severe stenosis and damage to the left s1 screw. The screw was broken in half at the shaft. Patient said he did not fall but had been at work lifting heavy loads. Surgical intervention occurred on (B)(6)2010. The interfuse device was removed and replaced with a tlif cage at the l5-s1 location. The broken screw was removed and replaced.

Manufacturer narrative:
There were two devices implanted, one at each level, of which both have the same model and catalog numbers. The lot number, expiration date and device manufacture date for the second device are 091217-01, 12/31/2011 and 12/2009 respectively. The unique disc space location for each device is not known.